Manufacturer narrative:
(B)(4) follow-up report 1.

Event description:
The customer reported that during implant surgery of the syncardia temporary artificial heart (tah-t), the companion 2 driver exhibited a system malfunction alarm. The customer also reported that the patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact. The companion 2 driver was returned to syncardia for evaluation. The patient file was copied and reviewed, which revealed two system malfunction alarms. This confirmed the customer-reported issue. The root cause of the customer-reported system malfunction alarms was a malfunction of the manual pressure regulator. The main tank pressure sensor voltage was found to be outside of the allowed range. This indicated that there was a malfunction of the manual pressure regulator, which caused the main tank to be over pressurized, resulting in a system malfunction alarm. The issue of manual pressure regulator failures is being investigated in a CAPA (corrective or preventive action). The CAPA will document the investigation including, but not limited to, potential root cause and corrective actions associated with system malfunction alarms because of a malfunction of the manual pressure regulator. This failure mode poses a low risk to the patient because the companion 2 driver continued to perform its life-sustaining functions. The manual pressure regulator was taken out of service. The companion 2 driver was serviced and passed all functional and performance testing before being placed into finished goods. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that during implant surgery of the syncardia temporary artificial heart (tah-t), the companion 2 driver exhibited a system malfunction alarm. The customer also reported that the patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the companion 2 driver exhibited a system malfunction alarm, it did not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.